Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the instrument tube extension exhibits signs of scratch marks/abrasions on the plastic brown section of the tube extension. Tube extension scratch marks measured roughly 0.070¿ x 0.055¿. There was no material missing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure (pre-anesthesia), it was observed that the monopolar curved scissors instrument had small holes in the sheath, exposing "orange" areas not covered as normally expected. There was no report of patient involvement or reported injury.